Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet returned inserted in the lead, atrial j and the helix was retracted. Blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. A fracture of one of the conductors would cause the lead to be unable to sense. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. The ra lead was unable to sense. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.